Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which states: chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope¿ and ¿section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. - inspection of the water feeding function. 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. - inspection of the spray function. 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of flickering image was confirmed. Due to corrosion on the scope connector, a noisy image occurs. The foreign material was unable to be specified. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air as well as detergent solution. It was also indicated the air/water nozzle was wiped with a lint-free cloth. The following additional findings were also noted: cracked bending section cover, assorted scratches, chipped objective lens, peeled adhesive around the objective lens, cracked light guide lens, peeled adhesive around the light guide lens, dented connecting tube, shaved forceps channel, stretched angle wires, abnormal sound due to damage on right/left knob, chipped adhesive on the bending section cover, water removal ability does not meet the standard value, dirty scope connector due to water leakage, discoloration on the control unit, shaved scope connector, and wrinkled connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer, image flickering with use of evis lucera elite gastrointestinal videoscope. There were no reports of patient or user harm. The device was returned, and olympus repair center identified foreign matter in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.